Event description:
It was reported that the ilet exhibited a fluid leak at the pump body that impeded insulin delivery, with the user blood glucose reported at 280 mg/dl. The caller was unsure whether the source was the cartridge, connector, or tubing; the user was instructed to perform a complete supply change to ensure all new components were in place. Customer care provided support that included remote troubleshooting guidance for a full supply change. Investigation of this case revealed a suspected leak related to the connector interface or adjacent components, consistent with a device leak issue affecting insulin flow through the infusion path. Symptoms included inadequate insulin delivery with risk of hyperglycemia. Outcomes included no medical treatment or hospitalization reported. It was concluded, based on previously established findings for similar reports, that the cause was a component connection or sealing issue consistent with use of new supplies to restore proper function.